Event description:
It was reported that the patient stated experiencing headaches, vertigo, pain, and burning sensation at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system. It was noted that the ipg was tilted and superficial in the pocket making it difficult charge. Imaging was performed and confirmed that the sacral leads migrated, and causing the patient to developed inadequate stimulation. Lidocaine patches were used to treat the pain at the ipg site and reprogramming was performed but did not resolve the situation. The patient underwent a revision procedure in which the ipg was repositioned to the right flank, and the two sacral leads were explanted. No devices will be returned for analysis as the explanted leads were discarded by the facility and the ipg remains implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear 3-4; upn: m365sc2352700; model: sc-2352-70; serial/ batch: (B)(6).